Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen. On 07/30/2024, it was reported that on (B)(6) 2024, the patient was hospitalized for three days. There was no information about the medical intervention, symptoms or treatment. No other details were documented. No product was provided for investigation. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be signal loss less than one hour via data. No additional patient or event information is available.